Manufacturer narrative:
Clinical investigation: on (B)(6) 2018 a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support. The patient reported that he was completing treatment when he got up to go to the restroom at which time the patient line got pulled and became disconnected. The patient was missing the piece to close off the catheter line. The catheter connection was now open. The patient was advised to contact his peritoneal dialysis registered nurse (pdrn) or go to the nearest hospital. Additional information was obtained through follow up with the pdrn on (B)(6) 2018. Per the pdrn, the patient went to the emergency room (ER) where the catheter connection was fixed. The patient returned home and continued to complete pd treatments with no symptoms, or injuries due to the disconnection. On (B)(6) 2018 the patient had a pd effluent culture result positive for enterococcus faecalis. The patient was treated/prescribed vancomycin (2g, 2 doses, intraperitoneal (ip)) and ceftriaxone (1g per day for 7 days, ip). The patient has since resumed their pd treatments without issue. There is a temporal relationship between pd therapy utilizing the catheter extension set and cassette and the patient event of peritonitis. However, there is no documentation to show that these products caused the peritonitis. The patient went to get up for a restroom break during treatment and pulled the patient line resulting in the catheter connection exposed. The patient did not have the piece to close off the catheter line. Based on available information the cause of the event resulted from patient error and not a malfunction of the device as evidenced by the bacterial growth of enterococcus faecalis. Enterococcal peritonitis probably results from touch contamination and possibly from gi sources.

Event description:
A patient reported a patient line disconnection that occurred during their (B)(6) 2018 peritoneal dialysis (pd) treatment. The patient reportedly stood up to use the restroom, at which point the patient line became disconnected and the patient was missing the piece required to close the catheter line. Upon follow up with the pdrn, it was confirmed that the patient visited the emergency room on (B)(6) 2018, where the catheter connection was fixed. The patient returned home that night and resumed their normal pd treatments the following night. Upon further follow up with the pdrn, it was learned that the patient tested positive for enterococcus faecalis on (B)(6) 2018, and was given two antibiotics (vancomycin, 2g, 2 doses given via pd catheter) and ceftizone (1 gram per day for 7 days, given through pd catheter). The patient has since resumed their pd treatments without further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.